Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) ) on (B)(6) 2021. The most recent information was received on 30-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A69936) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), sleep disorder ("sleep disorder"), headache ("headache"), myalgia ("muscle pain"), arthralgia ("joint pain / electric shock-type joint pain"), tinnitus ("tinnitus"), dry mouth ("dry mouth"), throat irritation ("itchy throat at night "), cough ("dry cough"), discomfort ("discomfort during the day"), vaginal haemorrhage ("vaginal bleeding outside of menstrual periods"), feeling cold ("chilliness"), urinary tract infection ("multiple urinary tract infections"), loss of libido ("loss of libido"), nausea ("nausea for no reason"), skin odour abnormal ("altered body odour"), abdominal distension ("abdomen abnormally swollen "), abdominal pain ("abdomen painful at times (as if about to explode)"), constipation ("constipation"), flatulence ("excessive flatulence"), memory impairment ("memory disorder"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), aphasia ("aphasia"), alopecia ("change in hair thickness, from thick hair I went to very thin hair"), dry skin ("dry skin"), visual impairment ("visual disturbances with modification of corrective lenses about every 18 months"), accommodation disorder (" accommodative difficulty"), burnout syndrome ("recent burn out"), pain ("acute radiating pain"), micturition disorder ("voiding disorders") and urinary retention ("with a feeling of not emptying the bladder"). At the time of the report, the pelvic pain, fatigue, sleep disorder, headache, myalgia, arthralgia, tinnitus, dry mouth, throat irritation, cough, discomfort, vaginal haemorrhage, feeling cold, urinary tract infection, loss of libido, nausea, skin odour abnormal, abdominal distension, abdominal pain, constipation, flatulence, memory impairment, amnesia, disturbance in attention, aphasia, alopecia, dry skin, visual impairment, accommodation disorder, burnout syndrome, pain, micturition disorder and urinary retention outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, accommodation disorder, alopecia, amnesia, aphasia, arthralgia, burnout syndrome, constipation, cough, discomfort, disturbance in attention, dry mouth, dry skin, fatigue, feeling cold, flatulence, headache, loss of libido, memory impairment, micturition disorder, myalgia, nausea, pain, pelvic pain, skin odour abnormal, sleep disorder, throat irritation, tinnitus, urinary retention, urinary tract infection, vaginal haemorrhage and visual impairment with essure. The reporter commented: requesting the removal of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kgs. Lot number: a69936, manufacture date: 2012-11, expiration date:2015-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 18-mar-2021. The most recent information was received on 18-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A69936) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), sleep disorder ("sleep disorder"), headache ("headache"), myalgia ("muscle pain"), arthralgia ("joint pain / electric shock-type joint pain"), tinnitus ("tinnitus"), dry mouth ("dry mouth"), throat irritation ("itchy throat at night "), cough ("dry cough"), discomfort ("discomfort during the day"), vaginal haemorrhage ("vaginal bleeding outside of menstrual periods"), feeling cold ("chilliness"), urinary tract infection ("multiple urinary tract infections"), loss of libido ("loss of libido"), nausea ("nausea for no reason"), skin odour abnormal ("altered body odour"), abdominal distension ("abdomen abnormally swollen "), abdominal pain ("abdomen painful at times (as if about to explode)"), constipation ("constipation"), flatulence ("excessive flatulence"), memory impairment ("memory disorder"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), aphasia ("aphasia"), alopecia ("change in hair thickness, from thick hair I went to very thin hair"), dry skin ("dry skin"), visual impairment ("visual disturbances with modification of corrective lenses about every 18 months"), mobility decreased (" accommodative difficulty"), burnout syndrome ("recent burn out"), pain ("acute radiating pain"), micturition disorder ("voiding disorders") and urinary retention ("with a feeling of not emptying the bladder"). At the time of the report, the pelvic pain, fatigue, sleep disorder, headache, myalgia, arthralgia, tinnitus, dry mouth, throat irritation, cough, discomfort, vaginal haemorrhage, feeling cold, urinary tract infection, loss of libido, nausea, skin odour abnormal, abdominal distension, abdominal pain, constipation, flatulence, memory impairment, amnesia, disturbance in attention, aphasia, alopecia, dry skin, visual impairment, mobility decreased, burnout syndrome, pain, micturition disorder and urinary retention outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, amnesia, aphasia, arthralgia, burnout syndrome, constipation, cough, discomfort, disturbance in attention, dry mouth, dry skin, fatigue, feeling cold, flatulence, headache, loss of libido, memory impairment, micturition disorder, mobility decreased, myalgia, nausea, pain, pelvic pain, skin odour abnormal, sleep disorder, throat irritation, tinnitus, urinary retention, urinary tract infection, vaginal haemorrhage and visual impairment with essure. The reporter commented: requesting the removal of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kgs. Amendment: the report was amended for the following reason: coding correction performed: ¿voiding disorders with a feeling of not emptying the bladder¿ was record as separate entries: 1. Micturition disorder and 2. Incomplete bladder emptying. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 18-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain ') in an adult female patient who had essure (batch no. A69936) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), sleep disorder ("sleep disorder"), headache ("headache"), myalgia ("muscle pain"), arthralgia ("joint pain / electric shock-type joint pain"), tinnitus ("tinnitus"), dry mouth ("dry mouth"), throat irritation ("itchy throat at night "), cough ("dry cough"), discomfort ("discomfort during the day"), vaginal haemorrhage ("vaginal bleeding outside of menstrual periods"), feeling cold ("chilliness"), micturition disorder ("voiding disorders with a feeling of not emptying the bladder"), urinary tract infection ("multiple urinary tract infections"), loss of libido ("loss of libido"), nausea ("nausea for no reason"), skin odour abnormal ("altered body odour"), abdominal distension ("abdomen abnormally swollen "), abdominal pain ("abdomen painful at times (as if about to explode)"), constipation ("constipation"), flatulence ("excessive flatulence"), memory impairment ("memory disorder"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), aphasia ("aphasia"), alopecia ("change in hair thickness, from thick hair I went to very thin hair"), dry skin ("dry skin"), visual impairment ("visual disturbances with modification of corrective lenses about every 18 months"), accommodation disorder (" accommodative difficulty"), burnout syndrome ("recent burn out") and pain ("acute radiating pain"). At the time of the report, the pelvic pain, fatigue, sleep disorder, headache, myalgia, arthralgia, tinnitus, dry mouth, throat irritation, cough, discomfort, vaginal haemorrhage, feeling cold, micturition disorder, urinary tract infection, loss of libido, nausea, skin odour abnormal, abdominal distension, abdominal pain, constipation, flatulence, memory impairment, amnesia, disturbance in attention, aphasia, alopecia, dry skin, visual impairment, accommodation disorder, burnout syndrome and pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, accommodation disorder, alopecia, amnesia, aphasia, arthralgia, burnout syndrome, constipation, cough, discomfort, disturbance in attention, dry mouth, dry skin, fatigue, feeling cold, flatulence, headache, loss of libido, memory impairment, micturition disorder, myalgia, nausea, pain, pelvic pain, skin odour abnormal, sleep disorder, throat irritation, tinnitus, urinary tract infection, vaginal haemorrhage and visual impairment with essure. The reporter commented: requesting the removal of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.